Event description:
Pt intubated with et tube after open heart surgery. Respiratory therapist and nurse were unable to get catheter down to suction pt. Pt's o2 saturation began to drop. The intensivist inserted a largyngoscope and found the et kinked. The tube was straightened but kinked again and was then replaced. Pt never recovered and was pronounced dead after coronary arrest. Pt had been progressing fairly well before this incident.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly contributed to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.